Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the emergency room for a non-device related issue. Interrogation of the patient's right ventricular lead revealed non-reproducible noise and varying r-wave amplitude sensing. Lead was capped and replaced on (B)(6) 2020. Patient was discharged after the procedure.